Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient woke up feeling a vibratory alert from their implantable cardioverter monitor (ICD), the patient was brought to the clinic for device evaluation. It was noted that the ICD was in backup vvi mode. The device was reprogrammed to nominal settings. The patient was asymptomatic to the event.